Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Dpo 10004 ,10008 attune. Clinical notification received for right total knee revision secondary to osteolysis. Event is serious and is considered moderate. Event is related to device and is not related to procedure. Doe: (B)(6) 2018; doi: (B)(6) 2014; dor: (B)(6) 2018; (right knee).